Event description:
During a gastric bypass procedure, the surgeon fired the instrument, and had difficulties removing it from the tissue. The device was removed from the tissue by opening and closing it again and coninually rocking it back and forth gently until finally released. Upon removal of the device 1/3 of the staples were present on the tissue. The anastomosis fell apart. The case was completed by hand sewing the anastomosis, which added an additional hour to the case. There was no patient consequence.